Manufacturer narrative:
The investigation determined that a higher than expected vitros phbr quality control result was obtained on the vitros 5600 integrated system. No further investigation of vitros phbr lot 2532-0053-0144 was performed. Acceptable performance was observed following calibration of an alternate vitros phbr slide lot (2532-0053-0616). The investigation was unable to determine a definitive root cause. However, a non-optimal calibration could not be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
A customer obtained a higher than expected vitros phbr quality control result (15.2 g/ml) while using the vitros 5600 integrated system. The expected vitros phbr value for the quality control fluid in use was 11.96 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient results were not released during the interval that the higher than expected quality control result was obtained. There was no report of patient harm as a result of this event. (B)(4).